Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an internal neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient reported a revision. Patient reported that ins was replaced due to a fall. Ins moved after the fall and incontinence symptoms came back after the fall. Patient reported a follow up appointment with the healthcare professional (hcp) post-surgery next week. No further symptoms or complications reported/anticipated.